Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to vaginal/uterine prolapse, rectocele and cystocele with concurrent extraperitoneal vaginal vault suspension, rectocele repair, anterior repair and repair cystoscopy. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and organ perforation. It was further reported that patient underwent mesh revision/removal and rectocele repair on (B)(6) 2011 for mesh erosion and recurrent rectocele. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.